Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no disposable. Per reporter, the patient was not connected to the pump at the time of the alarm, the continuous rate had been set to 2.2 ml per hour, with a starting or original remaining volume of 102 ml and a current remaining volume of 102 ml, air detector and upstream sensor had both been turned off, infusion programmed for 46 hours. Per reporter, the pump had failed to prime, and the patient was not medically affected.